Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) screen (seal) did not unfold in the site after application. The creation of the proximal anastomosis was completed with a new hsk device without any problems. No patient injury.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d10, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 12/07/2022. An investigation was conducted on 12/14/2022. A visual inspection was conducted. Only the delivery device with the seal and tension spring assembly was returned for evaluation. Signs of clinical use and evidence of blood was observed on the delivery device and seal. The white plunger on the delivery device was depressed and the blue safety was off, which allows for the white plunger to be depressed. The seal was observed in a fully opened, deployed state. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties. There were no cracks or delamination observed on the seal. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well the investigation results, the reported failure "failure to unfold or unwrap" was not confirmed. The lot # 3000257858 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17496- n 02 aug 2022, steris whippany, nj informed getinge maquet cardiovascular that gamma sterilization run 1183-7884a (containing 29 cases of hsk-3038 sterile lot 0000002194) resulted in an overdose and an absorbed dose range of 28.1 ¿ 40.6 kgy, exceeding the maximum dose range specification (40 kgy) for hsk-3038 per procedure 90519293 rev bs gamma processing of products. ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.